Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of covid-19 positive (not device related) is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the dark circles with juvéderm® volbella¿ with lidocaine approximately two years ago. Approximately five months ago, patient was injected with 1 ml juvéderm® volift¿ in the ck3, 0.55 ml of juvéderm® volift® retouch in the lips area, and with 2 ml of juvéderm® voluma¿ in the ck1 and ck4. Approximately a month ago, patient¿s face ¿swelled,¿ including the dark circle area. It also formed two strong and hard nodules in the lips and dark circle as well that felt similar to ¿cherry seeds.¿ the nodules were dissolved with hyaluronidase 12 days later, but the physician also suspected that the patient may be covid-19 positive because the patient also experienced ¿diarrhea.¿ the patient reported 2 days later that they ¿lost their sense of taste and smell.¿ the swelling lasted up to 1 month and the nodules were 5 mm. The patient was treated with up to 150 u of hyaluronidase, but the nodules remained. The patient was prescribed clarithromycin for 5 days. The patient confirmed that they were ¿covid-19 positive¿ but recovered. The event resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00081 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2021-00082 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.